Event description:
Healthcare professional reported a "right side capsular contracture baker grade iii." Healthcare professional later findings noted "fold". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, a "right side capsular contracture, baker grade iii". Healthcare professional later, findings noted "fold". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Crease folding of implant: unable observed, creases on the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported a "right side capsular contracture baker grade iii." Healthcare professional later findings noted "fold". Device has been explanted and replaced.